Event description:
A cracked and shattered touchscreen was reported by the customer, rendering the pump's display unresponsive and illegible. There was no reported adverse impact to the customer¿s blood glucose level. Customer reverted to an alternate method of insulin delivery.